Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported seeing sparks coming from the power cable connectors for the architect c4000 processing module. The customer requested service for the issue. The abbott field service engineer (fse) identified that the sparks occurred in the terminal that goes into the architect c4000 processing module's power supply. The power supply terminal was damaged and required replacement. There was no injury reported and no damage to surrounding areas.

Manufacturer narrative:
Service was dispatched due to the customer reporting electrical sparks coming out of the power cable connectors at the plug connected to the architect c4000, serial # (B)(6) power. Service found that the cause of the electrical sparks occurred in the terminal that goes into the instrument¿s power supply, causing irreparable damage to the power supply terminal. Service replaced the power supply which resolved the issue. A review of the (B)(6) service history revealed no additional issues of electrical sparks coming from a part reported on the (B)(6). Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The architect c4000 system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the part. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electrical sparks observed were limited to the power supply; the electrical sparks did not spread to other parts of the module. Based on the investigation, no deficiency was identified.